Event description:
Territory business manager called and advised controller is not working properly.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.